Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label and the device hub. During the visual inspection, the catheter shaft was seen to be broken/fractured 22cm from the hub. The nitinol was seen to be exposed through the break on the catheter shaft and running through an rhv. The catheter shaft was seen to be kinked approximately 104cm from the distal tip. The catheter hub and tip were intact. Functional testing was not required as the defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be broken/fractured and kinked and therefore the as reported can be confirmed. The as reported as well as the as analyzed "catheter shaft broken/fractured during use" and analyzed "catheter shaft kinked/bent" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the thrombectomy procedure, physician started building access to the target lesion, he felt resistance while advancing the subject catheter into the long sheath. On retrieval, the shaft of the subject catheter was found broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the thrombectomy procedure, physician started building access to the target lesion, he felt resistance while advancing the subject catheter into the long sheath. On retrieval, the shaft of the subject catheter was found broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.